Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
The customer called to report she experienced high bgs (in the 400mg/dl range) with large ketones and was not feeling well. She stated there was blood on the adhesive and a "red raised bump" around the insertion site. The pod was removed and the customer resorted to manual insulin injections. The report indicated the customer visited the ER, but it is unk whether this was to treat her high bgs or the skin irritation (which she had received a prescription for). The pod will be returned for evaluation.